Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that the patient appendage anatomy and ostial dimension was very elliptical and with numerous uncovered lobes. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was selected for use. The 31mm was deployed and numerous uncovered lobes were observed. After several partial recaptures all lobes were able to be covered. In this position the closure device was notably proximal but had adequate compression. The physician declined to perform a tug test. Upon release, the closure device immediately shifted out of the appendage but remained stable. The physician requested a non-boston scientific (bsc) 23fr sheath, a non-bsc steerable introducer sheath, and non-bsc grasping device. Upon inserting the 23fr sheath the closure device became further dislodged and migrated to the mitral valve. The physician was able to successfully retrieve it with the use of a non-bsc grasping device. After some discussion the physician was adamant to reattempt the implant with a new 31mm device. After consideration the physician felt it was in the patient's best interest to get a stable device implanted and leave several lobes uncovered to address at a later date. The patient made a full recovery.